Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation, however the evaluatonis not complete. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A nurse reported to baxter a connection issue found on the transfer set during use. The nurse stated that the transfer set separated from the titanium adapter which had been in use for 60 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Additional information: this complaint for connection issue was not confirmed . Baxter received one used set with no cap on spike and no cap on patient connector. The set was functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted and no manufacturing abnormalities were noted. The cause was undetermined.